Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after receiving an alert. Upon review, high voltage lead impedance was observed. Patient was asymptomatic. Programming changes were made. The patient is in stable condition and will continue to be monitored.